Event description:
It was reported that the programmer was unable to identify implanted devices, that it showed no green lights. The radio frequency head was not changed out so it could have been the issue as well. It was further noted that the outer cover needed replacing. The programmer was returned for service. Follow up determined that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Rf (radio frequency) head had consistent telemetry. Rf head uplink amplitude tests out of specification. The rf head cable is twisted. Rubber portion of the rf head label is missing. (B)(4) device has a lot of damage to the upper hinge plate and the rear display cover. Rear display case is damaged. System error found in the programmer error log. Left keyboard hinge is broken. Hinge plate large and small bullets are damaged.